Event description:
It was reported that about three months after the implant procedure, the patient experienced a left arm deep vein thrombosis (dvt). Swelling was noted in the hand - which gradually worsened and extended to the upper arm - and a venous doppler revealed the dvt. A thrombectomy resolved the issue and the right atrial lead was repositioned. The lead remains in use. The patient was a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.